Event description:
During a stenting treatment procedure, the sentinol biliary stent delivery system got stuck in the introducer sheath when being withdrawn from the pt. No pt injuries or complications were reported.